Manufacturer narrative:
The product has been physically received at stryker endoscopy, USA. Investigation as follows is now based on product received. Alleged failure: device is defective. Visual inspection: the guide broke at the tip and the handle was discolored. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force and improper reprocessing cycles/agents. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was defective. Based on investigation findings, the inserter tip was broken off. Per additional information received, all pieces were able to be retrieved.